Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 and they had to visit emergency room due to hyperglycemia. Blood glucose reading was 511 mg/dl at the time of event. Customer stated other blood glucose level was 600 mg/dl. Customer experienced symptoms of altered vision and pain as a result of high blood glucose. Customer was treated with intravenous insulin drip at the hospital. Customer performed high pressure test and insulin pump passed the test. Customer had been using insulin pump within 48 hours of the reported event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.